Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. (B)(6). Investigation summary: one low flow fluid warmer was received for evaluation. Visual inspection found that the on/off switch was faulty and identified as the root cause, confirming the customers complaint. Additionally, the pwa led was found damaged, the pole clamp was broken, the pump was found to be rusty, and the water tank enclosure was moldy. Based on the damaged parts and mold, it was decided that the device would be scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device on/off switch was faulty. There was unknown patient involvement and unknown patient harm/adverse event reported.